Event description:
It was reported to the manufacturer, by the end user, per the end user, that per etc - arrived to pick-up dflal from patient's home, during the course of the pick-up the patient daughter, that her mother had been confused over the last few days and she had found her face down on the floor unresponsive by the bed, she was later pronounced dead. Does not seem as if our product is at fault but will investigate per process and retain on site. Complaint # (B)(4) and ra # (B)(4) were entered into our system to have the units returned for investigation. As of this writing, they have not been returned.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.